Event description:
Allegedly revised due to unknown reasons.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01567. This event occurred in the (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed. The product was not returned. (B)(4): evidence that product in specification when used.